Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq software was not suspending insulin as intended. Tandem technical support was unable to confirm this as multiple contact attempts were made by tandem technical support to obtain additional information and pump data for review; however, no response was received from the customer.